Event description:
Home patient (hp) contacted baxter's technical service center for assistance during apd therapy. Reportedly, the hp reported a catheter leak. At the time of the initial call, the hp was conferenced in with the rn on call and was advised to clamp off the catheter, discontinue the current apd therapy and to come to the clinic the following morning. Follow up with the hp's rn indicated that the hp was seen in the clinic the following day and no leak was noted in the catheter of the hp's transfer set. The rn stated she could only assume that the leak occurred at thr luer lock connection of the homechoice set patient connector and the hp's transfer set. The hp was treated prophylactically with cipro 500mg (dose unknown). Rn reports no patient injury resulted from the reported incident.